Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement small diameter tubing between the o2 filter and o2 sensor. Unit was calibrated, and safety tested to factory's specifications.

Event description:
Customer reported air leak and pump failure message on gas module iii during surgery, which may have affected gas monitoring. No pt injury was reported.